Event description:
Reporter alleged that he received a device that reads in mmol/l when a device that reads in mg/dl was sent out. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). At the time that this case was submitted, it was still not known if the meter that was complained about read in mmol/l because of a malfunction or if a shipping error had occurred and the customer had simply received a meter that correctly read in mmol/l, but was not in the units that the customer expected. We have since found that the meter the customer received was properly configured to read in mmol/l and therefore would not have been reportable.